Event description:
It was reported that this device was found to be operating in safety mode during a normal follow up visit. The patient reported feeling palpitations for a few weeks prior to this visit. The device was explanted without incident and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device was found to be operating in safety mode during a normal follow up visit. The patient reported feeling palpitations for a few weeks prior to this visit. The device was explanted without incident and replaced. No additional adverse patient effects were reported.